Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient has had a bard PICC for 8 months during the dressing change the PICC fractured at the insertion site and the rest of the PICC remains insitu.